Manufacturer narrative:
Ten minutes after beginning to use the device bound up and began working intermittently and then stopped.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-00069 and medwatch 2210968-2013-00077 and medwatch 2210968-2013-00083. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device stopped cutting while both coring and shaving a large fibrous uterus. Another like device was used. No patient consequences were reported.